Event description:
It was reported that a dorsal plate was received with the english description on the label stating that it is a "dorsal plate, wide anatomy right". However, the german translation on the label reads "standard" not "wide." This appears to be a translation issue.

Manufacturer narrative:
Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device found evidence of product non-conformance as the label was mistranslated. Corrective action has been initiated to address the reported issue..